Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). After an operation on the patient's mammary, a necrosis was found on her thigh. A disinfectant (cutasept g) was used in the area and did not dry completely prior to the procedure. When the esu was activated the disinfectant was inflamed. Nonetheless, the lesion was closed by a skin transplant.

Manufacturer narrative:
The esu was checked and no defects were found. It appears that improper preparation of the patient's skin (i.e., not letting the disinfectant to completely dry prior to the surgery) was the cause of patient's injury. A warning in the user manual addresses this situation. No trends have been identified with this situation. Erbe USA is now closing this event.